Event description:
The customer reported via phone call that they had repeated no delivery alarms. The customer's blood glucose was 99 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula upon removal of their infusion set. Customer also later called to report that they have changed their set three times, but the alarm persisted. Customer's infusion sets will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.